Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in a tortuous mid lad coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.